Manufacturer narrative:
This report was impacted by emdr scheduled maintenance occurring july 22-27, 2026. B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) patient underwent the replacement of the implantable pulse generator (ipg) due to an elective reason and charging difficulties. Electrocautery was used during surgery. The device was retained by the facility and will not be returned for analysis. Postoperatively, patient was reported to be doing well.